Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked along the side of the pump. There was no damage to the returned battery cap. The returned battery cap secured properly to the pump, however, the pump failed to power on. Further testing was unable to be performed due to no power. The pump case was removed and moisture damage was found on the printed circuit board. Evaluation revealed the no power issue was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.